Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found to have no air/water flow due to clogged nozzle. After the removal of the clog from the nozzle, the air/water flow was restored. In addition, the following observations were made during device evaluation: a leak from ground terminal on scope connector was observed, there were minor scratches on the distal end of the plastic cover, there were cracks and discoloration on the distal sheath (a-rubber) glue. The objective lens and light guide lens had cracked lens glue and tiny chips. The insertion tube had minor scratches. The light guide tube has minor scratches. The control knob movement had play. Lastly, the customer label on grip was in poor condition. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonvidescope air/water channel was blocked and had no flow. The issue was found during reprocessing. Inspection and testing of the returned device found the air/water channel had a clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The suggested event can be detected and prevented by handling the device in accordance with the following IFU. - operation manual chapter 3 preparation and inspection shows how to detect the event. - reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event. Olympus will continue to monitor field performance for this device.